Event description:
The lay user/patient contacted lifescan in 2006 and alleged that her surestep original meter was reading inaccurately low. The medical affairs specialist (mas) called and spoke with the patient the following day. However, the pt was not willing to provide further information regarding the event and did not want to troubleshoot. She disconnected the call. The pt had alleged that the subject meter was reading inaccurately low. However, the result on her meter that she provided was 92 mg/dl and was comparing it to the emt meter result of 52 mg/dl. The pt informed the mas that she actually has passed out, however, she did not confirm that the result of 92 mg/dl was obtained at that time. The pt refused to troubleshoot the issue and products and disconnected the call. During the initial call with the customer service agent (csa) the pt had only provided two results (on the reporter meter and the emt meter) and was unable/unwilling to answer any questions regarding the test strips, the meter, and the control solution. The pt had further reported to the csa that "they tested" her meter with a "blue solution" and the reading was outside the range. However, the surestep control solution is black in color. Therefore, there is a possibility that the pt had the wrong control solution. Although there is insufficient information regarding the events leading to the hypoglycemia and the event itself, this complaint is reported because the pt passed out and the emt meter result was 52 mg/dl. The lay/user patient was sent a one touch basic enhanced system kit.